Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), this issue happened two weeks ago from (B)(6) 2015, and perfusion had just brought the unit to him. The motor was not running when this issue occurs, but the valve was open. The field service representative (fsr) could not confirm the reported complaint as the unit operated correctly. The fsr adjusted all calibration voltages as they were all off. The unit operated to manufacturer specifications and was returned to clini cal use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb), procedure, there was flow coming out of the cardioplegia (cpg) tank when the cpg was turned off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 06/22/2015: per email correspondence from the chief perfusionist (ccp), stating that the perfusionist that encountered this issue was no longer employed with the medical facility. The ccp was able to provide little information, but state that he did not know much about the event. The date of the event remains unknown, but he mentioned that it would have happened around noon. There was a slight delay in rewarming the patient, but it was not significant to patient care. The case was completed successfully without associated blood loss. There was no harm observed.